Event description:
Reportedly, the bag tore open while removing the specimen through the trocar. There was no report of patient adverse event.

Manufacturer narrative:
Initial report sent: may 1, 2007